Event description:
It was reported that during an unknown procedure, after screwing the sterile device to the hand-piece, an alert message appeared : replace the connection handle. They have to use another mode of energy during surgery. 38 uses remaining.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4 batch #: x9642e. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Operating room indicated this handle had no impact on a patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. It is probable that the ingress of moisture affected handpiece functionality.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. Additional information was obtained: the correct received date is 25 march 2024.